Event description:
Additional information was received on (B)(4) 2012, when clinic notes were received on (B)(4) 2012, that indicated that the patient was still experiencing seizures every day since 2003, when she had a c-section. The plan was just to continue current medication and interrogate her device. The patient's settings were reported to be output=2.5ma/pulse width=250usec/on time=30sec/off time=3min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=250usec. The patient later stated that she wants to have the device replaced as soon as possible since she feels the vns is not working as efficiently and she is afraid of battery depletion. She doesn't want her gtc seizures to return or to have to add medications or have to start over on dosing. The patient is currently only on one medication. The patient stated that she will have the surgeon check her leads because she can feel scar tissue. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2012 due to headaches and seizures. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient would undergo generator revision surgery however later ((B)(6) 2012) it was stated that since the generator battery is okay, surgery will not occur at this time.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the generator was replaced on (B)(6) 2012 for prophylactic reasons. The explanted device was discarded by the hospital, so cannot be returned for product analysis.